Manufacturer narrative:
The device was returned for evaluation. Investigation is underway.

Event description:
As reported by a field clinical specialist, after successful implantation of a 29mm spaien 3 valve via transfemoral approach in the aortic position, it was observed that there was a liner tear on the esheath and the distal tip of the sheath looked "jagged/split". There were no issues during sheath insertion or withdraw. There was little resistance with delivery system insertion 3-4 centimeters in the sheath. Patient's access vessel mld 6.0mm with severe calcification and mild tortuosity. No patient injury.

Manufacturer narrative:
This event was previously reported by edwards lifesciences under manufacturer report # 2015691-2017-00794. Additional information obtained through device evaluation determined that the sheath distal tip was not split nor was there a sheath liner tear. Based on these results, this complaint is no longer considered to be a reportable event and a corrected report is being submitted.